Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, an issue with a malfunctioning scanner was encountered. A customer indicated that the user had experienced a delay in dispensing medication due to the reported malfunction. No adverse events or injuries were reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the integrated main scanner was malfunctioning and causing the device to freeze. A field service engineer successfully replaced the scanner, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.